Event description:
It was reported that the device exhibited a leakage and that it did not cycle. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - primary UDI number corrected; h4 - device mfg date corrected. One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective demand valve was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.